Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to erosion and fluid loss in the cylinder. The reservoir was not explanted due to severe encapsulation. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to erosion and fluid loss in the cylinder. The reservoir was not explanted due to severe encapsulation. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.